Manufacturer narrative:
The investigation of the returned web system found the pusher hypotube kinked at the proximal section, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. Further inspection found the proximal end of the heater coil and the tether melted, and the heater coil¿s forward and backward winds were touching. The heater coil winds touching will cause the system to short, which would lead to the inability to detach as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked delivery system, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. The detachment controller used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The findings from the product investigation identified a manufacturing or potential manufacturing issue which has been escalated to quality systems management. A CAPA has been initiated a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the web device was not able to detach. Detachment maneuvers were performed such as pressing the detachment controllers more than once and ¿brace technique" with a via microcatheter, but it was not successful. They were able to resheath and retrieve the web. Another web was used, which detached successfully.

Event description:
It was reported that the web device was not able to detach. Detachment maneuvers were performed such as pressing the detachment controllers more than once and ¿brace technique" with a via microcatheter, but it was not successful. They were able to resheath and retrieve the web. Another web was used, which detached successfully.

Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation. The investigation is currently ongoing. The investigation results will be conveyed on a supplemental report.